Event description:
It was reported that during an unspecified procedure, withdrawal difficulties and balloon detachment occurred. It was reported that during withdrawal, the balloon detached from the catheter and remained in the digestive tract. The balloon was removed from the pt with difficulties. It was reported that the procedure was completed with this device. Multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.